Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 3 of the same event. It was reported from (B)(6) that during an osteotomy surgical procedure, the surgeon felt the axis on cutter bar on the craniotome device shook and had an unusual movement while in use with the motor device and attachment device. It was further reported that the device got hot. It was not reported if there were any delays in a surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.